Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle. The distal end of the advancer tube was covering the balloon distal bond. Visual inspection of the catheter shaft revealed that the proximal tamp lock was dislodged and abutting the distal tamp lock. Based on the provided information and the investigation performed, the cause for the tamp lock detachment is bond failure at the polyimide shaft. It was reported that the shaft holding the plug was split and the plug never deployed. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge. The slit is designed to decrease unsheathing force and increase deployment reliability. If the sealant sleeve is displaced, the sealant will be exposed and the slit of the shuttle cartridge will become visible. The review of the lhr (f1517405) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported to the cardinal health company representative by the hospital staff: upon opening, went to use the mynx vascular closure device and the shaft holding the plug was split and the plug never deployed. Manual compression was applied for 45 minutes and a femostop was eventually placed to achieve hemostasis. The patient was not hospitalized. Procedure type: intervention peripheral additional information: pushed out (deployed) post procedure to verify if the deployment system would work or not. No further information is available at this time.